Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display is black with only a few pixels visible. Reportedly, buttons "2" and "3" on the unlock screen are no longer visible. Customer's blood glucose level was not impacted.